Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced bent cannula and eventually got hospitalized on (B)(6) 2024 due to hyperglycemia. The patient was hospitalized for more than 24 hours.the blood glucose level was high at the time of event and the patient got treated with intravenous fluids of saline and insulin. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. The reference samples for the lot 5342488 have already been previously tested in the (B)(4) on 27/may/2021. Test results: the reference samples were visually inspected and tested for flow all test results were within specifications as per the test report database (B)(4) complaint test report. Device history record (DHR) review: the lot 5342488 was manufactured according to the work instruction (wi) version 42 manufactured in the line/machine multivac 12, on 03/feb/2021, with a total of (B)(4) units. Assembly DHR review: the lot 5345288 was manufactured according to the wi version 20 manufactured in the machine sc1, on 04/feb/2021, with a total of (B)(4) units. The lot 5345287 was manufactured according to wi version 20 manufactured in the machine sc1, on 03/feb/2021, with a total of (B)(4) units. The lot 5345290 was manufactured according to wi version 20 manufactured in the machine sc1, on 04/feb/2021, with a total of (B)(4) units. Bun DHR review: the lot 5339889 was manufactured according to the wi version 32 manufactured in the machine us06, on 02/feb/2021, with a total of (B)(4) units. The lot 5339890 was manufactured according to wi version 32 manufactured in the machine us05, on 03/feb/2021, with a total of (B)(4) units. The lot 5339891 was manufactured according to wi version 32 manufactured in the machine us06, on 04/feb/2021, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 28/may/2025 against malfunction code 6 soft cannula found bent upon removal from infusion site and lot 5342488 and no other complaints have been registered in database for the same lot 5342488 and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.